Manufacturer narrative:
Additional information was provided in d9, h3, h6 and h11. A sample was not received at the manufacturing site for evaluation for the report of damaged lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint, therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was broken. The lens was broken from bad iol injectors, the lens was implanted and removed. There was no patient harm. Additional information has been requested. There are two medical device reports associated with this report. This is 1 of 2.